Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The 0 degree endoscope has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Fa noted good images in both eyes and no errors in the logs. However, fa found a scope bearing issue which was not related to the reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the 0 degree endoscope rotates on it's own. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the 0 degree endoscope rotates on it's own, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.